Manufacturer narrative:
H3 other text : device retained by hospital.

Event description:
A patient underwent revision surgery to address a fractured xia lp monoaxial screw.

Event description:
A patient underwent revision surgery to address a fractured xia lp monoaxial screw.

Manufacturer narrative:
D6b was initially populated with the revision date; however, the shaft of the screw remains in place in the patient's bone. H6 coding has been updated to reflect completion of the investigation.